Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "according to the customer's report (animal clinic), the orange shield was not removed."

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of (1) loose 0.3ml bd insulin syringe were provided. The customer reported that the orange shield was not removed. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. Due to batch being unknown, no DHR can be reviewed. Root cause for this defect cannot be determined. CAPA#1630423 has been opened to address this issue. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas (B)(4) separated from the hub during use. The following was reported by the initial reporter: "according to the customer's report (animal clinic), the orange shield was not removed."